Event description:
It was reported that surgery time extended greater than thirty minutes.

Manufacturer narrative:
It was originally reported that the or staff experienced problems with a smith & nephew device during surgery and surgery time was extended beyond 30 minutes. It has been communicated that during surgery the surgeon determined that the patient required a larger implant size, a size not manufactured by smith & nephew. The injury was not related to the performance of a smith & nephew device.